Event description:
It was reported that information was received from a patient regarding their external devices. The reason for call was caller stated that their controller is broken and they haven't been able to charge their implant for over a week. Caller stated that they dropped the controller and it doesn't turn on anymore. Caller added that if it does turn on, it only lasts for 30 seconds before the screen shuts off again. Caller noted that they complained about the issue 3 months ago and but it just stopped working completely about 9 days ago. Caller stated they kept being told they need a prescription to replace the controller until they finally talked to their medtronic rep who redirected caller to patient services. Caller confirmed the controller is visibly damaged. An email was sent to the repair department to replace the controller and battery pack.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), b3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.